Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the depth gauge for 2.7 mm and small screws was returned and received. Upon visual inspection, it was observed that the device was missing the the knurled cap. The tip is slightly bent which could be due to repeated use and servicing as it is reusable instrument. Service and repair evaluation: it was reported that during a routine incoming inspection of a loaner set at fsl ups lyndhurst, nj site on an unknown date, a depth gauge for 2.7mm & small screws was observed broken. The repair technician reported the knurled cap is missing and the tip is damaged. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to missing components and post manufacturing damage conclusion: the complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Potential root cause could be misplaced during sterilization and reprocessing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 319.010, lot: l861278, manufacturing site: hägendorf, release to warehouse date: 28.aug.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, a depth gauge for 2.7mm & small screws was observed broken. There were no patient and surgical involvement reported. This report is for 1 depth gauge. This is report 1 of 1 for complaint (B)(4).